Event description:
It was reported that a hospital employee cut off their fingertip on a siderail that was missing the spindle plug cap. The fingertip was reattached.

Manufacturer narrative:
Admitted user error. Parts were available to repair stretcher, but customer reportedly did not have staff to perform the maintenance.